Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of over 541 mg/dl and ketones. The cause of bg was unknown. Customer administered a manual injection and required assistance from a diabetes clinic to resolve bg. Issue had occurred in the past so troubleshooting could not be performed. Reportedly, customer reverted to an alternate form of insulin therapy.